Event description:
Event description boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) failed to convert a patient's rhythm during defibrillation testing. The pocket was opened and the crt-d and lead were inspected, cleaned and reconnected. After this procedure, testing determined that defibrillation thresholds were 17 j.

Manufacturer narrative:
As of today, the available information suggests this device remains in service without additional complication. If any additional information related to this incident becomes available, this event will be updated.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Testing was unable to confirm the previously observed field observations.

Event description:
Over six years later the device was explanted for normal battery depletion. No allegations against the device were received.